Manufacturer narrative:
The complaint was received as a result of feedback being provided following the publication of a literature paper. Due to this, no specific product details or batch/lot numbers have been available to the investigation. As a result of this, no device history review was possible. A complaint history review, was performed for the product and event description, there have been no similar instances reported in the past three years. According to the article, the device was being used in patient treatment. The device used for treatment have not been returned to smith and nephew for analysis. We have therefore not been able to confirm a relationship between the event and the device or identify a definitive root cause. A clinical review was carried out which determined that no definite conclusions can be made from the study/publication, as it is limited to the information provided and further investigation is not possible. It was further determined that no further clinical assessment is warranted at this time. As the medical review could not establish a definitive link between the product and harm within this complaint, it is determined that an additional risk management review is not required. The users of the reported product are advised to consult the IFU, to delineate future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device, including application and removal of dressings. Smith and nephew acknowledge customer concern and are grateful for all feedback on our products, as this information is extremely valuable to us, as we are continually investigating ways to develop and improve the full range of products that we provide. We will continue to monitor for any adverse trends relating to all product ranges.

Manufacturer narrative:
H11: corrected data: updated section a2, a3, b2, b5 and h6 (impact code and medical device problem code).

Event description:
It was reported that on literature review "a case of extensive burn injury with hypercalcemia caused by calcium ion absorption from the wound dressing", the authors propose that calcium ions from the algisite ag dressing¿s calcium alginate fibers had been absorbed into the bloodstream of 1 (one) patient with third-degree burns, which caused hypercalcemia. The dressing was suspended; as a result, the calcium levels rapidly improved from the following day. No further information is available.

Manufacturer narrative:
Reference: case-(B)(4).

Event description:
It was reported that in the paper: "a case of extensive burn injury with hypercalcemia caused by calcium ion absorption from the wound dressing.". The authors propose that calcium ions from the dressing¿s calcium alginate fibers had been absorbed into the bloodstream causing extensive burn injury with hypercalcemia. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.